Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged menses"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), vitamin b12 deficiency ("b12 deficiency"), inflammation ("inflammation"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, tooth disorder, migraine, weight increased, vitamin b12 deficiency and inflammation had resolved and the vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, inflammation, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information, lab data added. This case become incident. Previously reported event injury to herself were updated pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding)/ prolonged menses, vaginal infection, fatigue, hair loss, dental probs., migraine, weight gain, b12 deficiency, inflammation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/prolonged menses"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine"), vitamin b12 deficiency ("b12 deficiency"), inflammation ("inflammation"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and feeling abnormal ("the brain fog with essure is due to inflammation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), sapingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, tooth disorder, migraine, weight increased, vitamin b12 deficiency and inflammation had resolved and the vaginal infection, bladder disorder, urinary tract disorder and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, inflammation, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal infection, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptoms :yes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: reporters were added. Brain fog was added as a event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.